Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description - epidural catheter break. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample of a catheter, attached to a connector and filter, without packaging was returned for evaluation. Visual evaluation of the catheter showed the tip to be sheared/broken off. Although the sample did show the tip of the catheter to be sheared off, since it had been used and had occurred after the therapy per the event description, it is not confirmed to be a manufacturing defect. Per the manufacturers investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. User will be referred to the IFU which states: "precaution: advancing the catheter more than 5 cm past the needle tip may increase the likelihood of kinking or knotting. Caution: do not withdraw catheter through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.